Manufacturer narrative:
A review of the event information provided was conducted by an isi medical officer and the following additional information was provided: "patient underwent ion biopsy procedure and had epinephrine instilled for control of bleeding. Patient subsequently developed bradycardia and cardiac arrest. Following 2 minutes of cardiopulmonary resuscitation (CPR), return of spontaneous circulation (rosc) was achieved. Patient was discharged home after 2 days. Anesthesia and epinephrine instillation were thought to have contributed to the cardiac complications. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure including anesthesia. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."

Event description:
It was reported that the patient, at the end of an ion lung biopsy procedure, the patient developed bradycardia that progressed to cardiac arrest. During the procedure, a small amount of bleeding occurred at the biopsy site and was treated with a small local epinephrine injection, after which the bleeding was controlled. Estimated blood loss was minimal. The physician obtained biopsy samples and was able to make a diagnosis. At the time the patient became bradycardic and subsequently arrested, the catheter remained in place. Prompt cardiopulmonary resuscitation (CPR) was initiated and continued for approximately 2 minutes until return of spontaneous circulation (rosc) was achieved, and the patient was stabilized. The catheter was then removed, and the patient was transferred to the intensive care unit (ICU). The patient was admitted for 2 days and subsequently discharged home. The patient was reported to be alive and doing well at the time of follow-up. According to the physician, the bradycardia and cardiac arrest were not related to the ion system. The physician suspected an anaphylactic reaction to anesthesia medication and/or the epinephrine injection. No significant cardiac history was reported as contributing to the event. No device issue or malfunction was identified.